Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system extraction not related to the device the rv lead was observed to be externalized. The lead was explanted. The patient had no complications.